Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Implanted; give date - not applicable as the lens was inserted and removed. If explanted; give date - not applicable as the lens was inserted and removed. (B)(4). Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position. The plunger was gently pulled back and found locked. Visual inspection under the microscope showed some trace of viscoelastic in the cartridge. The dfu (directions for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). Residue of viscoelastic was also detected on the intraocular lens (iol). No damages were observed neither on the delivery system or the lens. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The doctor reportedly noticed a capsular tear after the pcb00 monofocal iol (intraocular lens) was inserted into the patient's left eye (os). As a result, the incision was enlarged and the lens was removed. A vitrectomy was also performed but no suture was needed. The patient left the operating room in good condition. No additional information was provided.